Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that during implant attempt, the physician had difficulties due to the ventricular sense response being on during the through-the-device testing. Specifically, left ventricular (lv) capture was seen through the analyzer with good thresholds in multiple configurations, but lv capture could not be produced through the device even at maximum output. The device was not used. The next device implanted had the same results. The technical consultant suggested that there was no real lv capture, and that the capture that had been noted through the analyzer was due to other factors.